Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. As of the date of this report, a revision surgery has not been scheduled. A DHR review could not be conducted as the lot number remains unknown at this time. The date of implantation of this device is unknown. Should additional information and/or the device becomes available at a later date, this report will be updated accordingly.

Event description:
It was reported to rti surgical that during a patient follow-up appointment, an x-ray confirmed that a set screw had loosened post-operatively.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. As of the date of this report, a revision surgery has not been scheduled. A DHR review could not be conducted as the lot number remains unknown at this time. The date of implantation of this device is unknown. Should additional information and/or the device becomes available at a later date, this report will be updated accordingly.

Event description:
It was reported to rti surgical that during a patient follow-up appointment, an x-ray confirmed that a set screw had loosened post-operatively.